Event description:
An attempt was made to deliver device defibrillator therapy to the patient. Reportedly, the device would not charge and displayed connect cable. Another device of same model was on the scene and was connected to the patient. This backup device was used to treat the patient. Patient outcome was not reported. The reporter indicated that the patient outcome was not affected, due to the ready use of the backup device.

Manufacturer narrative:
The local factory service representative observed proper device operation through full performance and functional testing.